Event description:
It was reported that the patient presented with acute myocardial infarction. Percutaneous coronary intervention was performed to treat an occluded unspecified vessel. The hi-torque 014 bmw hydro guidewire (gw) was used in the procedure; however, during removal the gw became stuck with the introducer sheath and a kink was noted on the tip of the gw. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. Factors that may contribute to difficult to remove with the introducer sheath include, but are not limited to, procedural contaminants build-up in the sheath, inner diameter of the sheath, outer diameter of the guide wire, and/or damage to the sheath or guide wire. Factors that may contribute to kinked tip include, but are not limited to, excessive force applied, inadvertent mishandling, interaction with challenging anatomy, and/or interaction with accessory devices. In this case, it is possible that the guide wire interacted with the patients 70% stenosed lesion during advancement, resulting in the reported kinked tip. During removal it is possible that the damaged guide wire may have interacted with the introducer sheath contributing to the reported difficult to remove; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.